Manufacturer narrative:
Add'l lot numbers - 1102027 and 1102738. The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The first of four reports of seizures from the same facility with the use of duragen plus 7.5 x 7.5 (product ID-3301-I or 3305-I) in 2011. Duragen was not suspected with the first two pts, but it was reported that the seizures immediately stopped right after removing the duragenplus (the day after the surgery). Add'l info has been requested.